Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings: a review of the pump¿s black box data showed multiple cs 078 alarms. During testing, the pump emitted a cs 078 alarm on the first rewind attempt. Further testing was not able to be performed due to the recurring alarm. The pump was opened and a failed connection was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.